Manufacturer narrative:
The user facility submitted medwatch(B)(4) for this event. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified IV (intravenous) infusion set leaked from the stopcock area which allowed the blood to backflow into the tubing. This was observed during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.